Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high pacing threshold values of greater than 7.5 v. Subsequently, additional information was received that this rv lead dislodged, so a lead revision procedure was performed. This rv lead was successfully repositioned. This patient was noted as not being pacemaker dependent, and there were no adverse patient effects reported.